Event description:
The customer reported the generation of erroneously low patient results for ast (aspartate aminotransferase) alt (alanine aminotransferase), tbil (total bilirubin), and bun (blood urea nitrogen) with ¿#¿ flag from their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au5800 chemistry analyzer. The flag ¿#¿ indicates insufficient sample, possibly due to a clot in the sample probe or an issue with the sample syringe. Cts instructed the customer to check for a clot, clean the probe. The probable cause is determined to be a defective sample probe. The customer replaced the sample probe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).